Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp), failed the test and the positive pressure was low. The hospital replaced the machine after the problem occurred. However, no patient was harm reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) hospital. Event site address: (B)(6) ) a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
According to the additional information received from fse the complaint is duplicate of (B)(4), an initial emdr for this complaint was incorrectly submitted. However, an initial emdr is submitted for the duplicate complaint (B)(4). This complaint was created in error, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.